Event description:
It was reported the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature battery depletion was confirmed. The pacemaker was returned at end of service (eos) for analysis. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the high current drain and premature battery depletion.